Manufacturer narrative:
(B)(4). Subcutaneous emphysema. Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device did not work and therefore, the surgeon had to carry out the operation with additional surgery maneuvers which caused a delay in the procedure. Due to this problem, the patient showed a subcutaneous emphysema. There was no additional information provided. The current condition of the patient is unknown.